Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported prior to procedure, the patient did not present with pericardial effusion. During procedure, it was noted there was challenging anatomy that made it difficult to track the pigtail catheter into the left atrial appendage and caused scraping of the left atrial appendage wall. It was reported there was no difficulty implanting the device, the device was never completely retracted into the delivery sheath, the patient's activated clotting time level was 298 seconds, and the patient was administered heparin during procedure. After release of the 18mm amplatzer amulet, pericardial effusion was noted in the ventricular apex and a decision was made to perform a pericardiocentesis. The patient status was reported as stable.

Manufacturer narrative:
An event of use of device problem (related/ambiguous tissue damage) and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. Information from field indicated that during procedure, it was noted there was challenging anatomy (tortuous anatomy) that made it difficult to track the pigtail catheter into the left atrial appendage and caused scraping of the left atrial appendage wall. There was no difficulty implanting the device, the device was never completely retracted into the delivery sheath, the patient's activated clotting time level was 298 seconds, and the patient was administered heparin during procedure. After release of the amplatzer amulet, pericardial effusion was noted in the ventricular apex and a decision was made to perform a pericardiocentesis. The patient status was reported as stable. Based on the information received, the cause of the reported incident appears to be related to procedure conditions. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer torqvue 45x45 delivery sheath. It was reported prior to procedure, the patient did not present with pericardial effusion. During procedure, it was noted there was challenging anatomy that made it difficult to track the pigtail catheter into the left atrial appendage and caused scraping of the left atrial appendage wall. It was reported there was no difficulty implanting the device, the device was never completely retracted into the delivery sheath, the patient's activated clotting time level was 298 seconds, and the patient was administered heparin during procedure. After release of the 18mm amplatzer amulet, pericardial effusion was noted in the ventricular apex and a decision was made to perform a pericardiocentesis. The patient status was reported as stable. No additional information was provided.